Event description:
It was reported that the ilet system was left in a paused state for several hours after the user paused for a shower and then fell asleep, leading to hyperglycemia with a peak blood glucose of 355 mg/dl before the user unpaused and glucose trended down to 148 mg/dl; the user stated a shorter intended pause duration, and no device component malfunction was identified. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component issue. Symptoms included frustration consistent with a hyperglycemic episode. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.